Event description:
The customer reported being hospitalized with stomach virus and high blood glucose over 600mg/dl. The customer stated that the doctor told her to give insulin, but it did not work, and she started having a blurry vision. The customer mentioned that she has injured her ankle when she bumped into something the day she had the high blood glucose. The customer stated that the insulin pump is working as designed at time of the call and does not want to do any troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.